Event description:
It was reported that the unit's display went blank during case. The display went all white, then display came back, but ended with a ventilator failure. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The apollo was checked by a dräger service technician after the reported event. The technician was unable to replicate the event and downloaded the electronic logfile for further analyses. The reported course of events could be partially reconstructed by means of the recorded information. While it was not possible to confirm the mentioned display outage, the log entries indicate that there was a temporary issue with the inspiratory pressure sensor. The apollo detected the deviation and reacted as specified for this failure mode by shutting down mechanical ventilation and posting a corresponding visual and accoustic ventilator fail alarm. Based on what was reported the customer has been using the apollo after the event without further issues reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit's display went blank during case. The display went all white, then display came back, but ended with a ventilator failure. There was no patient injury reported.